Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed a broken cord. There were no reports of patient harm.

Event description:
No information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, h2, h3, h6, h11 corrected fields: h5 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: small cut on the cable, distorted image, faulty charged coupled device and failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken cord was caused due to a small cut on the cable. And distorted image was due to faulty charged coupled device. The most probable caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.